Event description:
It was reported the patient's catheter was confirmed to be fractured. The patient was scheduled for a catheter revision. The drug in the pump was morphine (pf morphine sulfate). The patient was supplemental with oral medication. Additional information has been requested; a follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).